Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent has already been deployed. Additionally, the device shaft has a pronounced bend. No other issues were identified during the product analysis. The damage to the shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on january 21, 2016 that an ultraflex esophageal ng distal release covered stent was to be used in the esophagus near the gastroesophageal junction during an esophageal stenting procedure performed on (B)(6) 2016. According to the complainant, this was to treat a 9cm malignant stricture. Reportedly, the patient's anatomy was pre dilated. During the procedure, the physician deployed the stent at the target location. However, upon removal of the delivery system, it was noted that the stent came out of the patient with the delivery system. The procedure was completed with another esophageal ng distal release covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported event of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng distal release covered stent was to be used in the esophagus near the gastroesophageal junction during an esophageal stenting procedure performed on (B)(6) 2016. According to the complainant, this was to treat a 9cm malignant stricture. Reportedly, the patient's anatomy was pre dilated. During the procedure, the physician deployed the stent at the target location. However, upon removal of the delivery system, it was noted that the stent came out of the patient with the delivery system. The procedure was completed with another esophageal ng distal release covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.